Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 576 mg/dl. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient had been off the pump due to loss of prime warnings. The blood glucose excursion occurred while the patient was using an alternate form of insulin delivery. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of a pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: there was evidence of a loss of prime alarm warning observed in the black box history associated with low non-zero force. The pump was exercised for 24 hours and the loss of prime issue was not duplicated. The force sensor calibration passed within specification. The pump was opened and there was no evidence of physical damage on the force sensor pins. The investigation was unable to duplicate the initial complaint. The total daily doses (tdd) added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.